Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient called back and reported their symptoms had not improved since last call. They said the device had helped 35% of the time and 65% of the time they had trouble voiding. They were going through all of the programs and stated they were only feeling pulsation in the back near the implant or they didn't feel it at all. They reported no falls, trauma or heavy lifting. They did ride a recumbent bike.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they got a new battery in may and did not feel like it was working right. It was reducing their urinary retention a little but not very much. The they were not able to urinate as much as they previously could with their previous device. Patient also had concerns that their programming kept changing and it was not the same every time. Patient was not sure what program they were on at the time of the implant but thought it may have been program 3. They were presently on program 4 and not feeling stimulation sensation. The circumstances that led to the reported issue were unknown. Patient spoke with their doctor and was directed to contact the manufacturer. The doctor did not check the system but checked patient's retention which was "like 350". Reviewed how to change programs and patient increased amplitude to 7.5 on program 5 and was still not feeling stimulation sensation. Patient tried program 6 and was still not feeling stimulation. Patient wanted to try going to program 1 and think they felt simulation at 6.0 but then decided they wanted to try program 3. Email will be sent to field staff to notify them of patient concerns and request for consultation.